Event description:
Reporting status; serious injury-medical intervention. Reporting rationale: removal/snaring of dislodged stent from patient. Device issue: stent dislodgement. It was reported that the stent dislodged from the delivery catheter while negotiating the lesion. The stent was retrieved by snaring. Another xience v was used successfully. No additional event or patient information is available.

Manufacturer narrative:
Results: quality engineering was unable to determine a root cause for the reported stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without blood visible. There was crystallized contrast visible in the inflation lumen and balloon. The stent implant was dislodged from the sds and returned inside the yellow protective sheath. There were two rows of struts in the middle of the stent implant that were smashed. There was no other damage noted to the stent implant. The balloon was loosely folded as if previously inflated. There were slight crimp marks visible on the balloon between the markers. There were two kinks in the hypotube 19 cm and 47 cm distal to the strain relief tubing. There was no other damage noted to the sds. A snap gauge was used to measure the stent implant outer diameters and they met manufacturing criteria. The middle measurements could not be measured due to the damaged struts. Pin gauges were used to measure the inner diameter of the yellow protective sheath. Product performance engineering reviewed the incident information. The sds was returned without any visible blood. Potential causes for stent dislodgement inside the body may include improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation for use, or interaction of the stent with the lesion, accessory devices and/or previously implanted stents. Crimp marks were visible on the balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The contrast in the balloon is consistent with prepping the device; however, the contrast in the balloon in addition to the balloon being loosely folded is also consistent with positive pressure being applied to the balloon. It is possible that there was interaction with the anatomy and/or accessories or positive pressure was applied during prep or insertion, which may have caused the stent to dislodge during the attempted positioning. All sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested to verify stent dislodgement force. Stent damage can occur during manufacturing, removal from packaging, removal of the protective sheath, device preparation, or procedural attempt to position or retract of the device. It is possible that the stent became damaged during the procedure and/or from handling of the device during packing/shipping back to abbott for evaluation, as there was no damage reported during the inspection prior to use. There were two kinks in the hypotube distal to the strain relief tubing found during analysis of the returned device that likely occurred during the procedure and/or from handling of the device during packing/shipping back to abbott for evaluation, as this damage was also not reported during the inspection prior to use. The manufacturing records were reviewed and there were no non-conformance's issued for the lot that could have contributed to this complaint. Online testing for the lot in question met stent implant security criteria, which would indicate the unit had an adequate crimp. All lot release testing met specification including testing for stent placement, crimped stent outer diameter and stent dislodgement force. Therefore, there does not appear to be a product quality issue associated with the lot; however, a conclusive root cause for the reported stent dislodgement could not be determined. Product performance engineering will monitor the incident circumstances. The dimensions on all sds are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, a sampling of units is destructively tested to verify stent dislodgement force. This MDR is considered closed by the product performance group.